Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing due to post paced t wave oversensing. It was noted that the patient was not pacer dependent. Programming changes were discussed but not made. The patient was in stable condition.